Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set experienced free flow while being used with an infusion pump. This happened after the pump was unplugged. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint was determined to be an erroneous report. This customer called back and clarified their report to not include this reported complaint. Should additional relevant information become available, a supplemental report will be submitted.